Manufacturer narrative:
G4: 02oct2020 b4: (B)(6) 2020 following the evaluation of the device, the field service engineer replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed all specified tests. No other abnormality was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported that the unit had a navigation ring failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The manufacturer's field service engineer (fse) confirmed and duplicated the reported issue.